Manufacturer narrative:
We firmly believe that this was a result of user error. However, we take every case seriously and have included in our IFU instructions on how to pick up goods from the floor.

Event description:
The patient reached for a sock on the floor and tipped the wheelchair forward. She fell out of the wheelchair and bruised her face and broke her teeth.